Event description:
It was reported that a pt underwent a sling procedure and several weeks later experienced failure incontinence and hematoma. Device remains implanted. No other details known.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.